Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a frayed separation protector. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the distal tip had frayed wires. None broke off during the procedure. The issue was found before cleaning process in decontamination (sterile processing).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with the complaint to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Thermal damage was observed near the base of one of the grip tips. Components adjacent to the damaged wire insulation show damage which may indicate potential damage during use. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.